Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's yaw pulley above the distal clevis ear exhibited charring and localized melting at the grip base, indicating that an arcing event occurred. It was concluded that the charring may have occurred due to a breach in the instrument's insulation, carbonized tissue that created a conductive path, or high generator settings. Additional investigation also found that charred area likely had missing material. The instrument passed electrical continuity testing. Failure analysis investigation also found that one of the instrument's bipolar pins was bent at the back of the chassis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's yaw pulley found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the maryland bipolar forceps instrument, the yellow colored item at the distal end of the instrument was observed to be chipped. There was no report that any piece from the instrument fell into a patient.